Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was unable to charge the ipg out of hibernation mode despite troubleshooting attempts. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well post operatively and the explanted device was kept by the medical facility.